Event description:
Information received indicates the valve was removed due to paravalvular leak. During explant, product inspection noted pannus, cuspal stiffening and minor calcification was also present. The valve was replaced with no additional consequence reported for the pt.